Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump does not vibrate. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer ran a self-test; and the pump did not vibrate during the test. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump passed the self-test. Received pump with audio turned off in settings. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Toggled on/off the vibrate feature functioning properly. No audio/vibrate anomaly/absence of alarm noted during testing. Unit successfully downloaded to thump and carelink. During download history review no relevant alarms confirm in download history files to confirm complain code. Pump was cut open to perform visual inspection and found moisture damage on battery tube, pcba 1 and pcba 2. The pump p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, cracked case-corner of belt clip rails and scratched case. Vibrate anomaly was not confirmed during testing. Exposed to moisture confirmed at the battery tube, pcba 1, pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.